Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during a cybersecurity firmware upgrade, upon interrogation the device exhibited backup vvi mode. The device was not used and would be returned.

Manufacturer narrative:
Analysis confirmed the reported backup operation. The device image revealed hardware error code reset, the cause of the error is consistent with anomalies associated with firmware upgrade procedure and not device related. All testing revealed normal device characteristics.